Event description:
It was reported that the reservoir was leaking past both o-rings. The reservoir also had air bubbles. The reservoir was leaking insulin out and entering the insulin pump. Customer's blood glucose level was 273 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.